Manufacturer narrative:
One used sample was initially received for the complaint that leakage was found on the tubing at the start of use on the patient. As received, there were no damages or anomalies observed. During investigation found a leak was identified at the infusate tubing junction. This malfunction makes the event reportable. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. In order to replicate clinical use, the fluid warmer was installed onto a level 1 fluid warmer. The heat exchanger assembly was successfully installed, no leaks were observed during operation (recirculating fluid path only). The infusate line was then primed as per IFU using an ICU medical provided IV bag. A leak was observed at the infusate tubing outlet at the bottom of the heat exchanger. Upon closer inspection, a channel was observed at the tubing junction. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing.

Event description:
It was stated that leakage was found on the tubing at the start of use on the patient. During investigation found a leak was identified at the infusate tubing junction. This malfunction makes the event reportable. There was a patient involvement and unknown patient harm.